Event description:
The handpiece was returned to the MFR for service, and during the eval it was found that the back screw is missing. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was returned to the MFR for service. During the eval, the service tech observes that the back screw was missing. This screw can loosen through standard cleaning and autoclaving cycles. When a handpiece is put into an autoclave, the metals within the handpiece expand and contract thus potentially causing the back nut and screw to loosen over time and fall off.